Event description:
A customer returned two boxes of co's test strips (lot #16149b and lot #1m508a) stating that they were not accurate. He did not have any specific info regarding the complaint. The pharmacist processed a full refund for the co's test strips. He did not have the customer name or telephone number. For this reason, the representative cannot contact the customer for add'l info.